Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured and exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post, all pieces returned. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a persona knee instrument was returned via worn instrument return program due to the device being fractured.